Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), uterine perforation ('perforation (uterus)'), device expulsion ('migration of essure device / migration of essure device location of device: uterus/partial coil not located in removal of uterus and bilateral fallopian tubes'), device breakage ('device breakage') and genital haemorrhage ('persistent bleeding') in a 36-year-old female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough on (B)(6) 2012, multigravida, parity 3 ((B)(6) 1996, (B)(6) 2008, (B)(6) 2010), pregnancy termination, allergic rhinitis, esophageal reflux, esophageal reflux, spotting vaginal, allergic rhinitis, menorrhagia, gerd, breast operation, fibroids, tubal ligation, allergic reaction to analgesics, nonsmoker and infertility. Previously administered products included for contraception: mirena iud from 2010 to (B)(6) 2013; for sleep problem: vicodin. Past adverse reactions to the above products included abdominal pain lower with mirena iud. Concurrent conditions included epistaxis since (B)(6) 2016, otitis media since (B)(6) 2016, viral infection since (B)(6) 2014, asthma since 1990, morbid obesity, nausea, vaginal bleeding, anxiety, libido decreased, depression nos, trouble falling asleep, nocturia, urinary incontinence, urinary urgency, premenopause, narcotic abuse, uti, breast operation, pain, directional doppler flow tests, foot pain, numbness, chest pain, headache, shortness of breath, abdominal pain, burning sensation, throbbing pain, duodenitis, chronic gastritis, hydrosalpinx and uterine fibroid. Family history included hyperlipidemia (father), cancer of lung (father), diabetes mellitus (mother, paternal grandmother) and breast cancer (paternal grandmother). Concomitant products included anesthetics, beclometasone dipropionate (qvar) since 2014, docusate sodium (colace) since 2016, gliclazide (claritin), hydrocodone bitartrate;paracetamol (vicodin), omeprazole, salbutamol (albuterol) since 2014, salbutamol sulfate (albuterol sulfate) since 2008 and sertraline hydrochloride (zoloft) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") with vaginal odour and vulvovaginal pruritus, nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("extreme ovarian pain"), right lower quadrant pain ("lower right abdomen pain (every day, severe)"), asthma ("asthma"), hypersensitivity ("allergies"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and mobility decreased ("could'nt move out of bed"). The patient was treated with analgesics and surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, device breakage, genital haemorrhage, adnexa uteri pain, dysmenorrhoea, weight increased, right lower quadrant pain, asthma, hypersensitivity, abdominal pain lower, vulvovaginal pain, nausea, dyspareunia, fatigue and mobility decreased outcome was unknown and the vaginal discharge had not resolved. The reporter considered adnexa uteri pain, asthma, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, mobility decreased, nausea, right lower quadrant pain, uterine perforation, vaginal discharge, vulvovaginal pain, weight increased and abdominal pain lower to be related to essure. The reporter commented: she had not recovered from event; pelvic pain. Discrepancy in date of removal (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.. Pregnancy test - on (B)(6) 2013: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, vaginal discharge, vaginal itching, genital haemorrhage, asthma, nausea, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: plaintiff fact sheet- events perforation fallopian tubes and perforation uterus, couldn't move out of bed were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and genital haemorrhage ("persistent bleeding") in a 36-year-old female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6)1996, (B)(6)2008, (B)(6)), pregnancy termination, allergic rhinitis, esophageal reflux, esophageal reflux, spotting vaginal, allergic rhinitis, menorrhagia, gerd, breast operation, fibroids, tubal ligation, allergic reaction to analgesics, nonsmoker, infertility and cough on (B)(6)2012. Previously administered products included for contraception: mirena iud from 2010 to may 2013; for sleep problem: vicodin. Past adverse reactions to the above products included abdominal pain lower with mirena iud. Concurrent conditions included morbid obesity, nausea, vaginal bleeding, anxiety, libido decreased, depression nos, trouble falling asleep, nocturia, urinary incontinence, urinary urgency, premenopause, narcotic abuse, epistaxis since (B)(6)2016, otitis media since (B)(6)2016, uti, viral infection since (B)(6)2014 and breast operation. Family history included hyperlipidemia (father), cancer of lung (father), diabetes mellitus (mother, paternal grandmother) and breast cancer (paternal grandmother). Concomitant products included anaesthetics (anesthesia), beclometasone dipropionate (qvar) since 2014 and salbutamol (albuterol) since 2014. On (B)(6)2013, the patient had essure inserted. In july 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2013, the patient experienced vaginal discharge ("vaginal discharge"), vaginal odour ("vaginal odour") and vulvovaginal pruritus ("vaginal itching"). In december 2013, the patient experienced weight increased ("weight gain"). In june 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("extreme ovarian pain"), the first episode of abdominal pain lower ("lower right abdomen pain (every day, severe)"), asthma ("asthma"), hypersensitivity ("allergies"), the second episode of abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with analgesics and surgery (had surgery to remove the essure implant/ partial hysterectomy, bilateral salpingectomy in jun 2015.). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, genital haemorrhage, adnexa uteri pain, dysmenorrhoea, vaginal discharge, vaginal odour, vulvovaginal pruritus, weight increased, asthma, hypersensitivity, the last episode of abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered adnexa uteri pain, asthma, device dislocation, dysmenorrhoea, genital haemorrhage, hypersensitivity, vaginal discharge, vaginal odour, vulvovaginal pain, vulvovaginal pruritus, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, vaginal discharge, vaginal itching most recent follow-up information incorporated above includes: on (B)(6)2018: legal claim received - new event added: vaginal pain and severe cramping. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and genital haemorrhage ("persistent bleeding") in a 36-year-old female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 2008, (B)(6) 2010), pregnancy termination, allergic rhinitis, esophageal reflux, esophageal reflux, spotting vaginal, allergic rhinitis, menorrhagia, gerd, breast operation, fibroids, tubal ligation, allergic reaction to analgesics, nonsmoker, infertility and cough on (B)(6) 2012. Previously administered products included for contraception: mirena iud from 2010 to (B)(6) 2013; for sleep problem: vicodin. Past adverse reactions to the above products included abdominal pain lower with mirena iud. Concurrent conditions included morbid obesity, nausea, vaginal bleeding, anxiety, libido decreased, depression nos, trouble falling asleep, nocturia, urinary incontinence, urinary urgency, premenopause, narcotic abuse, epistaxis since (B)(6) 2016, otitis media since (B)(6) 2016, uti, viral infection since (B)(6) 2014 and breast operation. Family history included hyperlipidemia (father), cancer of lung (father), diabetes mellitus (mother, paternal grandmother) and breast cancer (paternal grandmother). Concomitant products included anaesthetics (anesthesia), beclometasone dipropionate (qvar) since 2014 and salbutamol (albuterol) since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), vaginal odour ("vaginal odour") and vulvovaginal pruritus ("vaginal itching"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("extreme ovarian pain"), the first episode of abdominal pain lower ("lower right abdomen pain (every day, severe)"), asthma ("asthma"), hypersensitivity ("allergies"), the second episode of abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with analgesics and surgery (had surgery to remove the essure implant/ partial hysterectomy, bilateral salpingectomy in (B)(6) 2015.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, adnexa uteri pain, dysmenorrhoea, vaginal discharge, vaginal odour, vulvovaginal pruritus, weight increased, asthma, hypersensitivity, the last episode of abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered adnexa uteri pain, asthma, device dislocation, dysmenorrhoea, genital haemorrhage, hypersensitivity, vaginal discharge, vaginal odour, vulvovaginal pain, vulvovaginal pruritus, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, vaginal discharge, vaginal itching. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device / migration of essure device location of device: uterus/partial coil not located in removal of uterus and bilateral fallopian tubes"), device breakage ("device breakage") and genital haemorrhage ("persistent bleeding") in a 36-year-old female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 2008, (B)(6) 2010), pregnancy termination, allergic rhinitis, esophageal reflux, esophageal reflux, spotting vaginal, allergic rhinitis, menorrhagia, gerd, breast operation, fibroids, tubal ligation, allergic reaction to analgesics, nonsmoker, infertility and cough on (B)(6) 2012. Previously administered products included for contraception: mirena iud from 2010 to may 2013; for sleep problem: vicodin. Past adverse reactions to the above products included abdominal pain lower with mirena iud. Concurrent conditions included morbid obesity, nausea, vaginal bleeding, anxiety, libido decreased, depression nos, trouble falling asleep, nocturia, urinary incontinence, urinary urgency, premenopause, narcotic abuse, epistaxis since (B)(6) 2016, otitis media since (B)(6) 2016, uti, viral infection since (B)(6) 2014, breast operation and asthma since 1990. Family history included hyperlipidemia (father), cancer of lung (father), diabetes mellitus (mother, paternal grandmother) and breast cancer (paternal grandmother). Concomitant products included anaesthetics (anesthesia), beclometasone dipropionate (qvar) since 2014, docusate sodium (colace) since 2016, salbutamol (albuterol) since 2014, salbutamol sulfate (albuterol sulfate) since 2008 and sertraline hydrochloride (zoloft) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") with vaginal odour and vulvovaginal pruritus, nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("extreme ovarian pain"), the first episode of abdominal pain lower ("lower right abdomen pain (every day, severe)"), asthma ("asthma"), hypersensitivity ("allergies"), the second episode of abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with analgesics and surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device breakage, genital haemorrhage, adnexa uteri pain, dysmenorrhoea, weight increased, asthma, hypersensitivity, the last episode of abdominal pain lower, vulvovaginal pain, nausea, dyspareunia and fatigue outcome was unknown and the vaginal discharge had not resolved. The reporter considered adnexa uteri pain, asthma, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, nausea, vaginal discharge, vulvovaginal pain, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: she had not recovered from event; pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, vaginal discharge, vaginal itching. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-nov-2018: reporter information was added. Her medical history was added. She had not recovered from events: pelvic pain and vaginal discharge. Her concomitant medications were added. On 13-nov-2018: no new clinical information. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device / migration of essure device location of device: uterus."), device breakage ("device breakage") and genital haemorrhage ("persistent bleeding") in a 36-year-old female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 2008, (B)(6) 2010), pregnancy termination, allergic rhinitis, esophageal reflux, esophageal reflux, spotting vaginal, allergic rhinitis, menorrhagia, gerd, breast operation, fibroids, tubal ligation, allergic reaction to analgesics, nonsmoker, infertility and cough on (B)(6) 2012. Previously administered products included for contraception: mirena iud from 2010 to (B)(6) 2013; for sleep problem: vicodin. Past adverse reactions to the above products included abdominal pain lower with mirena iud. Concurrent conditions included morbid obesity, nausea, vaginal bleeding, anxiety, libido decreased, depression nos, trouble falling asleep, nocturia, urinary incontinence, urinary urgency, premenopause, narcotic abuse, epistaxis since (B)(6) 2016, otitis media since (B)(6) 2016, uti, viral infection since (B)(6) 2014 and breast operation. Family history included hyperlipidemia (father), cancer of lung (father), diabetes mellitus (mother, paternal grandmother) and breast cancer (paternal grandmother). Concomitant products included anaesthetics (anesthesia), beclometasone dipropionate (qvar) since 2014 and salbutamol (albuterol) since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal odour ("vaginal odour") and vulvovaginal pruritus ("vaginal itching"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("extreme ovarian pain"), the first episode of abdominal pain lower ("lower right abdomen pain (every day, severe)"), asthma ("asthma"), hypersensitivity ("allergies"), the second episode of abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with analgesics and surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device breakage, genital haemorrhage, adnexa uteri pain, dysmenorrhoea, vaginal discharge, vaginal odour, vulvovaginal pruritus, weight increased, asthma, hypersensitivity, the last episode of abdominal pain lower, vulvovaginal pain, nausea, dyspareunia and fatigue outcome was unknown. The reporter considered adnexa uteri pain, asthma, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, nausea, vaginal discharge, vaginal odour, vulvovaginal pain, vulvovaginal pruritus, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, vaginal discharge, vaginal itching quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs received.events:nausea, device breakage, dyspareunia (painful sexual intercourse), fatigue were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and adnexa uteri pain ("extreme ovarian pain"). The patient was treated with surgery (had surgery to remove the essure implant/ partial hysterectomy with removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device dislocation and genital haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event extreme ovarian pain was added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device / migration of essure device location of device: uterus.") And genital haemorrhage ("persistent bleeding") in a 36-year-old female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 1996, (B)(6) 2008, (B)(6) 2010), pregnancy termination, allergic rhinitis, esophageal reflux, esophageal reflux, spotting vaginal, allergic rhinitis, menorrhagia, gerd, breast operation, fibroids, tubal ligation, allergic reaction to analgesics, nonsmoker, infertility and cough on (B)(6) 2012. Previously administered products included for contraception: mirena iud from 2010 to (B)(6) 2013; for sleep problem: vicodin. Past adverse reactions to the above products included abdominal pain lower with mirena iud. Concurrent conditions included morbid obesity, nausea, vaginal bleeding, anxiety, libido decreased, depression nos, trouble falling asleep, nocturia, urinary incontinence, urinary urgency, premenopause, narcotic abuse, epistaxis since (B)(6) 2016, otitis media since (B)(6) 2016, uti, viral infection since (B)(6) 2014 and breast operation. Family history included hyperlipidemia (father), cancer of lung (father), diabetes mellitus (mother, paternal grandmother) and breast cancer (paternal grandmother). Concomitant products included anaesthetics (anesthesia), beclometasone dipropionate (qvar) since 2014 and salbutamol (albuterol) since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), vaginal odour ("vaginal odour") and vulvovaginal pruritus ("vaginal itching"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("extreme ovarian pain"), the first episode of abdominal pain lower ("lower right abdomen pain (every day, severe)"), asthma ("asthma"), hypersensitivity ("allergies"), the second episode of abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with analgesics and surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, adnexa uteri pain, dysmenorrhoea, vaginal discharge, vaginal odour, vulvovaginal pruritus, weight increased, asthma, hypersensitivity, the last episode of abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered adnexa uteri pain, asthma, device expulsion, dysmenorrhoea, genital haemorrhage, hypersensitivity, vaginal discharge, vaginal odour, vulvovaginal pain, vulvovaginal pruritus, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, vaginal discharge, vaginal itching. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event -"migration of essure device " coding change to "device expulsion" from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device / migration of essure device location of device: uterus."), device breakage ("device breakage") and genital haemorrhage ("persistent bleeding") in a 36-year-old female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 2008, (B)(6) 2010), pregnancy termination, allergic rhinitis, esophageal reflux, esophageal reflux, spotting vaginal, allergic rhinitis, menorrhagia, gerd, breast operation, fibroids, tubal ligation, allergic reaction to analgesics, nonsmoker, infertility and cough on (B)(6) 2012. Previously administered products included for contraception: mirena iud from 2010 to (B)(6) 2013; for sleep problem: vicodin. Past adverse reactions to the above products included abdominal pain lower with mirena iud. Concurrent conditions included morbid obesity, nausea, vaginal bleeding, anxiety, libido decreased, depression nos, trouble falling asleep, nocturia, urinary incontinence, urinary urgency, premenopause, narcotic abuse, epistaxis since (B)(6) 2016, otitis media since (B)(6) 2016, uti, viral infection since (B)(6) 2014 and breast operation. Family history included hyperlipidemia (father), cancer of lung (father), diabetes mellitus (mother, paternal grandmother) and breast cancer (paternal grandmother). Concomitant products included anaesthetics (anesthesia), beclometasone dipropionate (qvar) since 2014 and salbutamol (albuterol) since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal odour ("vaginal odour") and vulvovaginal pruritus ("vaginal itching"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("extreme ovarian pain"), the first episode of abdominal pain lower ("lower right abdomen pain (every day, severe)"), asthma ("asthma"), hypersensitivity ("allergies"), the second episode of abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with analgesics and surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device breakage, genital haemorrhage, adnexa uteri pain, dysmenorrhoea, vaginal discharge, vaginal odour, vulvovaginal pruritus, weight increased, asthma, hypersensitivity, the last episode of abdominal pain lower, vulvovaginal pain, nausea, dyspareunia and fatigue outcome was unknown. The reporter considered adnexa uteri pain, asthma, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, nausea, vaginal discharge, vaginal odour, vulvovaginal pain, vulvovaginal pruritus, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, vaginal discharge, vaginal itching quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and adnexa uteri pain ("extreme ovarian pain"). The patient was treated with surgery (had surgery to remove the essure implant/ partial hysterectomy with removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device dislocation and genital haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 7-nov-2017: event extreme ovarian pain was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.